Event description:
Patient status post two plate and screw implanted left distal humerus on (B)(6) 2010 returned to surgeon complaining of pain. Patient was returned to operating room on (B)(6) 2011 and all hardware was removed. Surgeon noted fracture was healed with patient not needing revision hardware. This is 3 of 17 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product code, d3, d5, h5: additional information.

Event description:
Reportedly the patient fell while skateboarding. The patient is a pediatric patient. It was reported the patient sustained pediatric elbow with prominent hardware. This report is for a 3.5mm cortex screw. This is 3 of 17 reports for the same event, (B)(4).